Manufacturer narrative:
The insulin pump passed the rewind, displacement, priming and excessive no delivery tests. There was no excessive no delivery alarm and the device had scratches on the display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer's blood glucose level was 30 mmol/l. Customer changed out their sets and reservoirs multiple times. Customer advised the reservoir was able to fill manually but they did not trust the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.